Manufacturer narrative:
Initial plan for potential resite of driveline captured under manufacturer's report # 2916596-2020-03511. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was a planned admission for IV antibiotics and potential resite of driveline due to ongoing infection. However, the site was unable to obtain a theatre slot so the patient was discharged home on (B)(6) 2020.

Event description:
Additional information: prior to trying to obtain a theatre slot, the patient was started on vacuum therapy. However, this did not pull out exudate and caused pain to the patient so it was removed. Exit site improved with increased frequency of dressing change. Patient was discharged (B)(6) 2019.

Manufacturer narrative:
Section b5 and g3: additional information. Section h6 (results and conclusion codes): correction. No further information was provided. The manufacturer is closing the file on this event.